Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the patient's ins was overdischarged due to patient compliance. The patient stated that they stopped charging it 2 or 3 years ago. They tried to connect to the ins to perform a reprogramming, but the device would not connect. They performed a trickle charge and they were able to return to normal charging after a trickle charge. They charged the ins and were able to reset the por and then perform reprogramming. The issue was resolved at the time of the event.

Event description:
Additional information received from the healthcare professional reported that the ins will no longer charge. Caller stated this has been going on for at least a year and the patient is struggling. The caller was redirected to page a rep to assist as patient in between pain management doctors. Troubleshooting reviewed potential for overdischarge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant wouldn't charge b/c when they tried they got the 'reposition antenna' screen on the recharger. Pt said they hadn't charged their implant battery for over 2 months, pt said there wasn't an issue that led to them not charging, they just didn't charge the implant. The patient was redirected to their healthcare provider to further address the issue. To address possible od. Pss sent email to field to provide visibility. Additional information received reported the patient was not able to charge. It was originally thought the patient had not charged soon enough. It was found that the ins had moved and not overdischarged. No actions were taken as the patient is looking for a new healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.